Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Requested patient demographics however not provided by the customer.

Event description:
The customer reported that the tubing was leaking from a hole at an unspecified location. A note received with tubing that stated; hole in tubing.

Event description:
The customer reported that the tubing was leaking from a hole at an unspecified location. A note received with tubing that stated; "hole in tubing".the event occurred in family birthing center.

Manufacturer narrative:
The event occurred in family birthing center "therefore it is presumed the patient - gender female.

Event description:
The customer reported that the tubing was leaking from a hole at an unspecified location. A note was received with the tubing that stated, "hole in tubing." The event occurred in the family birthing center.

Manufacturer narrative:
Disregard code 2385 (tear, rip or hole in device packaging) as the hole was reported to be in the tubing, not the packaging. The customer¿s report of leaking from a hole in the tubing was confirmed. Visual inspection of the set including magnification showed a cut in the tubing approximately 0.145 in long and approximately 44 inches above the distal smartsite. Functional testing confirmed leaking from the damaged area. The cause of the leak is a small cut in the tubing. The root cause of the cut could not be identified.